Event description:
The customer reported the tubing leaked from behind the channel door while connected to a patient. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing leaked was confirmed. Visual inspection of the set noted a small tear at the proximal end of the silicone tubing segment just distal to the ring retainer at the upper fitment. There was no evidence of crush marks or damage to either the upper or lower fitment. Functional and pressure testing confirmed leaking. The cause of the leak is a tear in the silicone tubing. The root cause of the tear was not identified.

Event description:
The customer reported the tubing leaked from behind the channel door while connected to a patient. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the tubing leaked from behind the channel door while connected to a patient. There was no report of patient harm.